Event description:
The distributor reported the speaker on the AED is broken, no sound at all. The reported event did not occur during patient use.

Manufacturer narrative:
The distributor reported the speaker on the AED is "broken, no sound at all". The maintenance schedule is not reported. Review of the log history file revealed the following: the unit entered service in march 2022. A new battery was installed the beginning of april 2022. In the middle of (B)(6) 2023, the device displayed service code warning for 'speaker test current' which may be an early warning of a low battery. The warning was cleared with a manual selt-test of the device. In (B)(6) 2024, the 'speaker test current' service code warning displayed again, and continued. The log history file was downloaded at the end of (B)(6). The distributor was advised to remove the AED and battery pack in question and return it to the manufacturer for further analysis. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions.